Event description:
Information received from the field does not address the patient's clinical status but notes that an interrogation showed that the data collection had dash lines and could not be turned on. Several attempts were made to get the physician elected to leave the device in place as there was normal pacing and sensing.~~~~~~~